Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a05 captures the reportable event of stent lock failure to lock. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transduodenal to the gallbladder to treat cholelithiasis during an endoscopic ultrasound (eus)- guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the delivery catheter was advanced through the working channel of the scope along with the guidewire and the electrocautery tip was able to puncture through the duodenal wall into the gallbladder. However, it was observed that the catheter lock was difficult to unlock and when the stent's first flange was deployed, the delivery catheter pushed back, causing the stent to be deployed externally in the duodenum instead of in the gallbladder. In addition, there was difficulty in sliding the stent lock and the physician felt that it was not locked in place properly. The physician then decided to resheathe the stent by pushing in the little locking tab and reversing the position of the step 2 slider. Subsequently, the stent was successfully deployed after it was repositioned and locked properly; however, the delivery system was difficult to removed and had to be pulled hard upon removal. A double pigtail stent was then placed using the same guidewire through the lumen of the axios stent and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transduodenal to the gallbladder to treat cholelithiasis during an endoscopic ultrasound (eus)- guided gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the delivery catheter was advanced through the working channel of the scope along with the guidewire and the electrocautery tip was able to puncture through the duodenal wall into the gallbladder. However, it was observed that the catheter lock was difficult to unlock and when the stent's first flange was deployed, the delivery catheter pushed back, causing the stent to be deployed externally in the duodenum instead of in the gallbladder. In addition, there was difficulty in sliding the stent lock and the physician felt that it was not locked in place properly. The physician then decided to resheathe the stent by pushing in the little locking tab and reversing the position of the step 2 slider. Subsequently, the stent was successfully deployed after it was repositioned and locked properly; however, the delivery system was difficult to removed and had to be pulled hard upon removal. A double pigtail stent was then placed using the same guidewire through the lumen of the axios stent and the procedure was completed. There were no patient complications reported as a result of this event. **additional information received on january 28, 2025**. The problem in locking the device was observed in the catheter lock.

Manufacturer narrative:
Block b5 has been updated with additional information received on january 28, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a05 captures the reportable event of stent lock failure to lock. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.